Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international reported the device alarmed with vent inop due to a machine and proximal sensor failure reference. There was no patient involvement.

Manufacturer narrative:
The manufacturer's international service technician was unable to duplicate the reported issue. The service technician replaced the data acquisition to motor controller cable to address this finding. The device successfully passed performance specification testing.